Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application, removal, time left on patient, trauma, materials used within the dressing to cause a reaction. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that 3 x patients have had a reaction to the allevyn gentle border adhesive and developed a rash under the silicone. The rash was widespread and all over where the adhesiveness is. No other symptoms. The allevyn gentle border was removed and a new alternate dressing applied with the reaction resolved.